Event description:
The caller reported that a tracheostomy tube had a cuff that would not hold air. The caller did not know exactly where the leak was. The caller did not have a lot for this tracheostomy tube but knows that it was a 10dct. It was placed in the patient. The respiratory therapist noticed the leak in the cuff the next day. It was removed from the patient, and a new tracheostomy tube was placed. The caller did not know if the tracheostomy tube was pretested, and did not know who would know.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested, and has not yet been received. If the tube is returned and failure investigation results provide new information, a follow-up report will be submitted.